Event description:
Consumer comparing their bd meter to another brand. Readings on comparison meter seem to be closer to the way they feel. Analysis run on clark error grid using competitive reading (60) as ref point vs. Bd readings (90) yielded data points in the d range of the grid, outside acceptable limits.